Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that valve was unable to be primed prior to the case. Used another strata valve instead. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, leak, reflux, siphon, preimplantation and pressure-flow testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Crystalline debris was observed on the interior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.